Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies or simply cleared the alarm to address the issue. Additionally, air bubbles were observed along the infusion set tubing on multiple, intermittent occasions. Reportedly, the customer primed the tubing to resolve the issue. There was no impact to the customer¿s blood glucose.